Event description:
It was reported that the patient received an appropriate shock. Upon interrogation, it was noted that the right ventricular lead exhibited elevated high voltage lead impedance. The lead was tested electrically and on fluoroscopy. No intervention was reported. The patient has not had any adverse event due to elevated impedance and will continue to be remotely monitored.